Event description:
Initial result for the pt troponin t was 0.039. When repeated, the result was 0.021. The incorrect result did not affect pt therapy. No cause for the discrepancy could be determined.